Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample arm. A siemens headquarter support center (hsc) evaluated the instrument data. Low values on read 3, a measure of the absorbance of hemoglobin before the tacrolimus reaction takes place, are suggestive of lower hemoglobin in the sample which was transferred from the sample cup. Low hemoglobin can occur by short sampling: air bubble in the cup, fluidics issues: transfer of sample from a primary tube within which the red cells have begun to settle. Sample handling would account for an air bubble in the sample container or the poor mixing of the primary tube. Aspiration of the aliquot from high or low in the sample column will have less red cells or elevated red cells respectively. The cause of the discordant, falsely low tacrolimus results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low tacrolimus results were obtained on patient samples on a dimension xpand plus with hm instrument. The initial results were not reported to the physician. The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tacrolimus results.